Event description:
It was reported that during use cardiosave intra-aortic valve (iabp) prompt error code and showing red exclamation mark with "iabp catheter restriction" code. No harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 additional information: e1- event site( telephone number: 6850 4781, state: zz, postal code: 529889) a getinge field service engineer evaluated that cardiosave machine show message iab catheter restriction, onsite checking machine and found able to bootup properly and run operation simulation ok. Perform machine compressor output test / autofll test / all manifold test, all result passed. End user description change another catheter still same message during issue happened. Using end user provided catheter for testing run operation simulation and run 15mins working ok without any error message. Cardiosave working ok and monitoring issue for 2 weeks.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.